Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product(s): model: 693165, lead; implanted: (B)(6)2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was recently admitted due to appropriate shocks from their implantable cardioverter defibrillator ( ICD). During the admission the electrophysiologist (ep) attempted to lower the energy of the patient's first shock with hopes of limiting the charging time before therapy in an attempt to eliminate the patient's syncope. Defibrillation threshold (dft) testing was performed which failed at 25 joules (j) and 35j internal shock. Ultimately the patient was rescued via external shock. It was also stated the patient had a right ventricular (rv) lead implanted with a noted "malfunction." During the lead extraction the helix would not retract and the lead could not be removed with manual traction due to heavy fibrosis along the length of the lead. Eventually the lead was removed via laser extraction. Both the device and lead have been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.